Event description:
On (B)(6) 2009, a company representative reported the patient's insulin infusion set is not properly adhering to his body. The patient uses IV prep wipes but does not use a transparent dressing. The sandwich method of adhering the infusion set was discussed and a courtesy box of tegaderm was sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.